Manufacturer narrative:
This is our final report on this incident.

Event description:
Initially the customer reported a negative antibody screening test of a specimen with biotestcell-p3. The customer stated that an anti-d was missed. Later the customer reported that two withdrawals of one patient with an anti-d showed discrepant results with two different lots of biotestcell-i8. The withdrawal from january 23, 2017 showed correctly positive results with cell #2, #3 and #4, but a false negative result with cell #1 of biotestcell-i8 lot #2649011-00. The withdrawal from january 31, 2017 showed correct positive results with cell #1, #2 and #3, but a false negative result with cell #4 of biotestcell-i8 lot #2702011-00. At the time the customer submitted this information both supposedly defective products were already expired. Therefore testing of the retention samples was not possible. The customer did not return the patient samples that had caused false negative results, so investigational testing was not possible. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lots.

Manufacturer narrative:
This is our final report on this incident.

Event description:
Initially the customer reported a negative antibody screening test of a specimen with biotestcell-p3. The customer stated that an anti-d was missed. Later the customer corrected this information and stated that two withdrawals of one patient with an anti-d showed discrepant results with two different lots of biotestcell-i8, not with biotestcell 3. The withdrawal from january 23, 2017 showed correct positive results with cell #2, #3 and #4, but a false negative result with cell #1 of biotestcell-i8 lot #2649011-00. The withdrawal from january 31, 2017 showed correct positive results with cell #1, #2 and #3, but a false negative result with cell #4 of biotestcell-i8 lot #2702011-00. At the time the customer submitted this information - on march 23, 2017 - both supposedly defective products were already expired. Therefore testing of our qc lab's retention samples was not possible. The customer did not return the patient samples that had caused false negative results, so investigational testing of the patient samples was not possible either. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lots.

Manufacturer narrative:
This is our final report on this incident.

Event description:
Initially the customer reported a negative antibody screening test of a specimen with biotestcell-p3. The customer stated that an anti-d was missed. Later the customer corrected this information and stated that two withdrawals of one patient with an anti-d showed discrepant results with two different lots of biotestcell-i8, not with biotestcell 3. The withdrawal from january 23, 2017 showed correct positive results with cell #2, #3 and #4, but a false negative result with cell #1 of biotestcell-i8 lot #2649011-00. The withdrawal from january 31, 2017 showed correct positive results with cell #1, #2 and #3, but a false negative result with cell #4 of biotestcell-i8 lot #2702011-00. At the time the customer submitted this information both supposedly defective products were already expired. Therefore testing of the retention samples was not possible. The customer did not return the patient samples that had caused false negative results, so investigational testing was not possible either. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lots.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a negative antibody screening test of a specimen with biotestcell-p 3. The customer stated that an anti-d was missed. At the time the customer filed his complaint with bmd, the supposedly defective product was already expired. Therefore the retention sample was not tested. Our quality control laboratory is still waiting for the patient sample that had caused the false negative to investigate this complaint. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.